Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulation was intermittent and that there are time times they move and can feel stimulation but other times cannot not feel stimulation. It was noted the patient did fall in (B)(6) 2014 and thinks that their stimulation therapy is different since their fall. It was noted that the intermittent stimulation episodes are more pronounced. It was noted the patient used to be able to feel stimulation turn off and back on again but cannot feel that anymore. It was noted the patient noticed the change one day prior to report but upon recounting the fall thinks that is when their stimulation changed. It was further reported the patient will sleep with their stimulation off and has an appointment to see their health care provider (hcp) on (B)(6) 2014. It was reported the patient¿s stimulation is ¿pausing¿ and the manufacturer representative cannot get coverage in all areas. It was reported that palpating does not change stimulation but movement does cause stimulation changes. It was reported the manufacturer representative was reading higher impedances at 3v. It was reported that while standing and 11 as the reference, 8, 10, 11, 12 and 14 were all showing below 2000 ohms but everything else is higher than 9000ohms. It was reported the impedance test was re-ran with the patient¿s arm behind them in the position that stimulation usually cuts out and at 3v 8, 9, 11, 12 and 14 were below 2000 ohms and everything else elevated with 10, 13 and 15 >40000 ohms. It was reported the patient is currently programmed at 8*10-11-12-14* and can feel stimulation from back to toes on the their left side but are unable to capture the right side. It was noted that the stimulation had been good up until the fall and patient has felt a progressive change in stimulation since the fall. It was noted that the stimulation ¿ramps back up¿ on its own. Additional information received reported the manufacturer representative was able to get coverage on one side but not great coverage on the other, especially in their back. It was noted that the header block was palpated and no change in stimulation occurred. It was noted that x-rays were ordered but the results were not available at the time of report. Patient outcome was unknown at the time or report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that one lead was fractured and the other lead looked partially damaged on x-ray. The reporter stated the patient was being scheduled for full system replacement.